Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had received under delivery alarm and had a blank display. The customer¿s blood glucose level was 374 and 412 mg/dl. The customer states that the pump could not turn on. Troubleshooting was performed for blank display and noticed display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted. Pump received with broken battery tube thread, corroded battery tube, slightly corroded battery tube spring, broken reservoir tube lip and minor scratches on display window noted.